Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial surgery as the capsule broke and the lens removed. An incision enlargement and vitrectomy were performed. An anterior chamber lens was placed and everything was reported to be ok with the patient afterwards.

Manufacturer narrative:
Additional information: visual inspection/product testing was not performed as the complaint device was not returned for analysis. The customer complaint cannot be confirmed. A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr)/discrepancies were generated during the manufacturing process. Manufacturing process control was evaluated and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.